Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product inspection reveals that the vacuum was stopped earlier so that the monomer couldn't be sucked into the cartridge. The product inspection reveals that the pouch had leaked before the vacuum was done. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was likely due to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. UDI: (B)(4).

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. This occurred three times with the same lot; however, another unit was available to complete the procedure and no patient injury was reported as a result of the event.